Event description:
Customer reportedly received the following mobile/compact plus system results within 10 minutes: 29.0 mmol/l/6.3 mmol/l, 10.9 mmol/l/5.9 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4). Caller did not provide product information for the compact plus system.